Event description:
Customer reports to have received a no delivery alarm and when he attempted to change batteries, a failed battery test was received. Customer's blood glucose was 98 mg/dl. Customer was not able to continue troubleshooting as he did not have anymore batteries. Customer will call back when he has appropriate batteries to complete troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).